Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had their previous device replaced because it was getting close to depletion but also because it was so close to the top of the skin that it was irritating their skin when they would sit or drive for any length of time. No further complications were reported.